Event description:
It was reported that the patient suffered serious personal injuries following the failure of a spinal stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient; product ID 3487a-33, lot# j0214174v, implanted: (B)(6) 2002, product type: lead; product ID 3487a-33, lot# j0214174v, implanted: (B)(6) 2002, product type: lead. The initial MDR was filed as mfg. Report # 3007566237-2013-01934. Additional information received clarified that the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).